Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during an endovascular aneurysm coiling procedure. The physician decided to use the catheter a second time during the procedure and was loading the catheter over a stiff wire when the tip detached and remained on the wire outside the patient.

Manufacturer narrative:
One device has been returned for evaluation. The complaint is confirmed. The root cause is attributed to the manufacturing process. A search of the complaint database was performed and one similar complaint for this lot number was found. The device history record was reviewed and no exceptions documents were found. Corrective actions are in process.